Event description:
It was reported that a patient was scheduled for a revision. It was stated that the patient had a cervical implant and there was a "possible malfunction" of the implantable neurostimulator (ins). There was no specific information known. Three days later it was reported that a patient was implanted 2 years ago and the doctor was asking for a possible revision due to "malfunctioning". It was stated that the leads may need to be replaced. There were no additional details on what the malfunction was.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3888-33, lot# j0427746v, implanted: 2007-(B)(6), (B)(4).

Event description:
Additional information received reported that the patient was approved for a surgical lead revision but it was unknown as to the scheduled date. It was also reported that the lead in the patient¿s cervical area had stopped working a couple of years back. It was noted that there was no trauma or falls associated with the issue. The patient thought the issue was due to their neck ¿deteriorating¿ and that the lead may have come loose. The patient stated that a laminectomy had to be done ¿at that time¿. The patient was to meet with their physician on (B)(6) 2013 to discuss the proposed revision further. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. It was stated that on (B)(6) 2013 a surgical revision of the cervical electrode was "ordered". This was denied by the patient's insurance and it was "under appeal".

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. It was noted that the electrodes were sown into the patient¿s neck and the patient had a dual stimulator. It was noted that for the past three years the top part of the stimulator had not been working. It was noted that some type of surgical revision took place on the (B)(6) 2013. It was noted that the patient was not sure what they did. It was noted that the patient thought they were going to come out of surgery with a trial device but thought they had a total revision because the patient did not see any wires coming out of her back. It was noted that the patient got a rechargeable implantable neurostimulator because the ins was going dead every few years.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had multiple lead revisions in 2010, 2014 and 2015. The information was conflicting with prior information, in terms of timeline. The patient stated she had a lead revision in 2010, as the bone near the lead deteriorated so the leads were not connecting. Therapy had stopped working for the patient. The patient also reported lead revisions in (B)(6) 2014 (may have been (B)(6) 2013, which was the date reported prior), (B)(6) 2015, and on (B)(6) 2015 due to the lead not connecting. Additional clarification from the patient¿s physician indicated that there was an issue with the anchor site and the revision was done (B)(6) 2015. It was unknown to the physician if the patient had a loss of effect or a loss of stimulation. After the lead revision was done on (B)(6) 2015, the patient noticed abnormal new pain, and noticed that the lead wire was coming out of the skin. This lead to another revision done on (B)(6) 2015. The patient was seen by her physician on (B)(6) 2015. Other than a small amount of hypersensitivity, the physician considered all issues resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the event was attributed to the lead. It was noted that surgical intervention took place on (B)(6) 2013, where a revision and battery replacement were performed. It was noted that there was a placement of a cervical lead and it was connected to the present battery. It was noted that the patient did not require hospitalization due to the event and the patient had no injury as an outcome. It was noted that the system was reprogrammed by a manufacturer representative on (B)(6) 2013.